Event description:
It was reported that the user experienced rising blood glucose while using the ilet with a steel infusion set after a recent set change, with sensor and fingerstick values increasing to a reported peak of 236 mg/dl before fluctuating downward, and troubleshooting revealed the caregiver had not been fully connecting the tubing to the steel set prior to initiating insulin delivery and was only priming to the anchor point before clipping into place; the user then performed a site change with guidance and continued monitoring. Symptoms included hyperglycemia without acute clinical effects. Outcomes included transient excursion above target for approximately one hour without use of backup therapy, ketone testing, or medical intervention. Investigation included technical support review of use conditions, infusion set change guidance, and user education. Investigation of this case revealed improper infusion set connection and priming technique that was corrected during the call. It was concluded that the event was consistent with hyperglycemia of unclear cause with contributory user technique related to infusion set connection. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.